Event description:
It was reported the patient had lumbar incision and stimulator pocket incision erythema. Bactrim was given as an intervention. One month later, it was noted the patient had well healed surgical scars overlying their stimulator pocket and lumbar incisions. Both were without erythema, warmth, or edema. The event was noted as resolved without sequelae. The event was unlikely related to the device or therapy and unlikely related to the implant procedure.

Event description:
Additional information received reported that the event was related to the implant procedure.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).